Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was intermittently not delivering insulin properly. The customer declined follow up contact from tandem technical support, therefore no additional information or clarification could be obtained regarding the customer's allegation.